Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was implanted for 2.5 years and noted that the electrogram (egm) was on continuously. The implantable cardiac defibrillator (ICD) was found to be at recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.